Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bio-plasty of the hip surgery, the tip of the decompression needle broke-off and the surgeon was unable to use the device. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, part number ar-1204as-70. It was not necessary to do a second surgery.